Manufacturer narrative:
This is an addendum to the previously submitted MDR's. The additional information provided has been reviewed and the conclusion remains the same. The patient has a history of bowel resection and severe diverticular disease prior to undergoing implant of the mesh. Included in the additional information were product identifiers, a review of the manufacturing records was performed and found that the lot was manufactured to specification. The additional information provided no new insight into the cause of the problem experienced, and no conclusions can be made at this time. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient: on (B)(6) 2003 - the patient was implanted with a bard composix mesh for the repair of a massive ventral hernia. During this procedure adhesions were lysed between the bowel and the anterior and lateral abdominal wall. On (B)(6) 2015 - the patient presented with symptoms of small bowel obstruction, the symptoms improved and he was sent home. On (B)(6) 2015 - the patient returned to the hospital and underwent extensive lysis of adhesions, small bowel resection due to foreign body erosion of the abdominal wall mesh into bowel, drainage of a pelvic and abdominal abscess, excision of infected mesh and temporary fascial closure. The medical records note that the mesh had curled and rolled over and had perforated into the small bowel. This is an addendum to the initial MDR and is based on additional medical records provided by the patient which included an additional post explant surgical procedure: on (B)(6) 2015 - three days post explant the patient underwent a "second look" procedure. A laparotomy, enteroenteric anastomosis and vac location were performed. The small bowel was viable with no evidence of ischemia or necrosis. There was an area of serosal tear which was oversewn. The medical records indicate that a "third-look" laparotomy was planned for 24-48 hours post surgery. However, details were not provided and it is unknown if the "third-look" laparotomy was performed.

Manufacturer narrative:
This is an addendum to the initial MDR. The additional information provided has been reviewed and the conclusion remains the same. The patient has a history of bowel resection and severe diverticular disease prior to undergoing implant of the mesh. The additional information provided no new insight into the cause of the problem experienced, and no conclusions can be made at this time. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
This is an addendum to the initial MDR and is based on additional medical records provided by the patient which included an additional post explant surgical procedure: (B)(6) 2015 - three days post explant the patient underwent a "second look" procedure. A laparotomy, enteroenteric anastomosis and vac location were performed. The small bowel was viable with no evidence of ischemia or necrosis. There was an area of serosal tear which was oversewn. The medical records indicate that a "third-look" laparotomy was planned for 24-48 hours post surgery. However, details were not provided and it is unknown if the "third-look" laparotomy was performed.

Manufacturer narrative:
Based on the information provided and due to the limited amount of medical records received it is unclear if there were other contributing factors that may have caused or contributed to the issues experienced by the patient several years post implant. A lot number was not provided, therefore a review of the manufacturing records is not possible. Adhesion is listed in the adverse reaction section of the IFU as a possible complication. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient: (B)(6) 2003 - the patient was implanted with a bard composix mesh for the repair of a massive ventral hernia. During this procedure adhesions were lysed between the bowel and the anterior and lateral abdominal wall. (B)(6) 2015 - the patient presented with symptoms of small bowel obstruction, the symptoms improved and he was sent home. (B)(6) 2015 - the patient returned to the hospital and underwent extensive lysis of adhesions, small bowel resection due to foreign body erosion of the abdominal wall mesh into bowel, drainage of a pelvic and abdominal abscess, excision of infected mesh and temporary fascial closure. The medical records note that the mesh had curled and rolled over and had perforated into the small bowel.